Event description:
It was reported that the ilet user experienced elevated blood glucose of 240 mg/dl after drinking tea with sweetener and not announcing the meal. The agent advised allowing the pump additional time to correct. Symptoms included hyperglycemia. Outcomes included self-management at home without escalation or hospitalization. Investigation included customer interview and troubleshooting education focused on missed meal announcement and guidance to allow the system time to correct. Investigation of this case revealed user-related use error associated with a missed meal announcement; no device malfunction or component failure was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.